Event description:
Olympus was informed that during a therapeutic neck dissection procedure, the users reportedly received an "ultrasonic output error" while the physician was pushing the seal/cut button. The referenced device reportedly broke off external from the pt. The intended procedure was said to have been completed with a ethicon-harmonics generator. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the sales rep to obtain additional information regarding this report. The sales rep reported that the users were not able to correct the error following a probe check and the error persisted. The intended procedure reportedly was not delayed as the users immediately switched to the harmonic scalpel to complete the procedure. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomena could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.